Manufacturer narrative:
A visual assessment of the returned tamp showed an instrument with repeated use, as identified by worn laser markings and surface scratches. The distal tip of the instrument was damaged, with one side being broken and not present. A functionality assessment was not performed due to the damaged condition of the returned instrument. A DHR review was performed for the tamp lot and there were no manufacturing anomalies identified. The instrument lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 04/22/2019. The root cause of this cannot reliably be determined with the information provided however, the tip could have become damaged if excessive force was placed upon it in attempt to adjust an implant's position. There has been two other complaints of similar nature for tamps with a damaged distal tip. The manufacturer will continue to monitor for reports of non-functional instruments and perform complaint investigations as appropriate.

Event description:
The manufacturer was made aware of a product complaint on 03/13/2025. It was reported that two tamps were broken and requested to be replaced. Multiple attempts to obtain additional information was performed, however the complainant was not able to provide further information regarding how or when the tamps were broken. The instruments were returned to the manufacturer for assessment. No additional information available, it is unclear if both system tamps were damaged during the same surgical procedure, or during separate procedures.